Manufacturer narrative:
The service evaluation found the bending section cover adhesive is cracked. Insufficient angulation due to a stretched angle wire. There is water leakage in the scope connector. The distal end cover is scratched. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair history confirmed that there is no previous repair history. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. However, the cause can potentially be due to failure of the image sensor unit, a board inside the scope connector or a problem on the system side. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Required attempts were performed to obtain additional information; however, no new information regarding the reported event was received from the customer.

Event description:
Olympus (omsc) was informed that the customer colono-videoscope was returned to olympus for service/repair for a reported no image malfunction ¿e315 error is displayed¿ during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.